Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a burning mark on the prongs of the transmitter power adapter was observed. The transmitter failed to power up. The transmitter was replaced.